Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer¿s blood glucose level was 38 mg/dl. Customer was not admitted into the hospital as a result of low blood glucose. The customer did not experiences any symptoms related to the low blood glucose. Customer was treated with glucose for low blood glucose. Troubleshooting was performed for the low blood glucose over delivery. The insulin pump will not be returned for the analysis.